Manufacturer narrative:
Company rep evaluated the unit and replaced the cpu board. Unit was safety tested to factory's specifications.

Event description:
Customer reported an issue with the pm-8000 express monitor, which may have affected spo2 monitoring. No pt injury was reported.